Event description:
During a remote follow-up, r wave amplitude variation and episodes of far p oversensing were observed on the device. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.